Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed, and failure analysis was unable to test the returned instrument due to its condition. The instrument was returned with a broken distal clevis. The broken piece was not returned with the instrument and measured roughly 0.240" x 0.277". The broken distal clevis would not fit into the trocar.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) was not cauterizing properly. The procedure was completed with no reported injury.